Event description:
I had a colon resection in (B)(6) 2019. A hernia occurred and I was scheduled for a mesh repair in (B)(6) of 2020. My surgery was furloughed because of the pandemic until (B)(6) 2020. My surgeon (B)(6) used the tela bio ovitex lpr mesh to repair my hernia through a laparoscopic method. I noticed a bulging from my belly in the same area as the previous hernia. I sought medical attention at the emergency room at (B)(6) hospital, in (B)(6) on (B)(6) 2021. The physician who treated me ordered a CT scan with contrast. The test clearly showed the mesh has failed on the right side. I was advised to call my surgeon on (B)(6) 2021, which I did so. The staff made an appointment for to see dr. (B)(6) on (B)(6) 2021 at which time he will examine my hernia. FDA safety report ID# (B)(4).